Event description:
On (B)(6), 2008, the pt was implanted with a gore tag thoracic endoprosthesis to treat an unspecified dissection. On (B)(6) 2008, f/u imaging revealed a leak into the false lumen. On the same day, the pt was implanted with an add'l gore tag thoracic endoprosthesis. It is unk whether the leak was successfully resolved, or if the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in pt's with acute and chronic dissections.